Manufacturer narrative:
Concomitant medical product(s): 383069 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a partial reset. It was noted that the warning was no longer visible when the ipg was interrogated in-clinic. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. If information is provided in the future, a supplemental report will be issued.